Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high" on the continuous glucose monitor. Cause for high bg was unknown. At the time of the report with tandem technical support, the customer had not addressed the bg and declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.